Event description:
It was reported the patient had his inflatable penile prosthesis cylinder and spectra cylinder removed and one spectra cylinder placed because the patient wanted more length. It was indicated that the patient had length loss because of "distal extrusions". No additional patient complications were reported in relation to this event. (B)(4).

Manufacturer narrative:
Inflatable penile prosthesis removed: catalog#: 72404230, expiration date: 6/1/2012, serial#: (B)(4), implant date: (B)(6) 2012, manufacture date: 6/2010.